Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during automated peritoneal dialysis therapy. Per initial report, the home pt disconnected transfer set from the pt line of the homechoice set during initial drain without pausing therapy. When the home pt returned, reconnected to the setup and then received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.